Event description:
It was reported that a right ventricular (rv) lead exhibited undersensing. The rv lead was re-programmed and is still in use. It was reported that far-field r waves were noted on the right atrial (ra) lead. The ra lead was re-programmed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.